Manufacturer narrative:
Review of the manufacturing records for the reported lot was performed; no deviations were noted and the product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established. All information that is available has been submitted. Should additional information become available, a supplemental report will be submitted.

Event description:
A female patient reported she experienced an 'eye infection' on two occasions while using the same bottle of complete multipurpose solution easy rub. The first time was (B)(6) 2010. Her symptoms included red eyes, ocular pain, and a sensation that her eyes were being 'pulled out of her head'. She saw her doctor and was told she had developed 'eye ulcers' from over-wear of her contacts. The doctor prescribed two different medications; one of the medications was nevanac (nepafenac ophthalmic). Her symptoms resolved in ten days. Most recently, on (B)(6) 2011, while using the same bottle of complete, her eyes became irritated with discharge, photophobia, and the sensation of 'rocks in her eyes'. She sought medical treatment on (B)(6) 2011 and was prescribed tobradex, 1 drop in both eyes every three hours. She was not provided with a diagnosis. Three months after most recent event, patient continues to be symptomatic. She was using the biotrue case at the time of the 2nd infection. She has previously topped off her solution but claims she does not do that any longer. She does rub the lens gently before storing but does not rinse it off after rubbing. She washes her lens case with water about once a week and allows to air dry.